Event description:
It was reported that the patient was admitted to the hospital due to high fever and syncope for more than 2 hours. A foley catheter was placed for the patient at around 15:30 on (B)(6) 2022 due to their condition. At about 9 am on the on (B)(6) 2022, the patient's foley catheter fell out. Upon inspection, it was found that the foley catheter balloon was ruptured, and the foley catheter fell out of patient's body. Immediately, the patient was replaced with a new urinary catheter, and the operation was successful and the patient was in good condition. The patient was admitted to the hospital due to high fever and syncope for more than 2 hours.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".